Manufacturer narrative:
Emergency medical services found her unresponsive with fixed and dilated pupils. Patient was intubated and taken to the nearest emergency room (ER). ER report that patient arrived with maps in the sixties and eighties. An io was placed and patient received 4 rounds of epinephrine, bicarbonate, calcium, and magnesium. No compressions were performed. No lvad alarms were noted. Cardiology came in to evaluate the patient and placed echo probe showing no discernible cardiac function. Given continued poor neurological exam and multiple rounds of medication with no improvement in vital signs and continued worsening assessment, patient was pronounced dead in the ER. Though the most likely root cause of the reported event cannot conclusively be determined the patient's complex medical history, comorbidities, and environment may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Death is a known potential clinical adverse event associated with vads as outlined in the IFU. Investigations of complaints with similar circumstances were reviewed; events related to death are multifactorial and may be attributed to failed modality, medical treatment, progression of disease, and patient comorbidities. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that this patient was found unresponsive at home. The patient was transported to an outside hospital but remained in touch with the on-call coordinator at the implanting center. The patient was coded for an extended period of time without spontaneous return of circulation prior to making the decision to discontinue lvad therapy. The date of death is (B)(6) nd 2015. The family declined an autopsy. Neither the vad nor the peripherals will be returned to the manufacturer for evaluation. The cause of death is unknown.